Event description:
Sorin group (B)(4) received a report that during the vein harvesting procedure, the blue jaw broke free from the bipolar device. The bipolar device was replaced. There was no negative impact to the pt as a result of the event.

Manufacturer narrative:
The lot number was not provided by the facility. Without the lot number, the expiration date can not be determined. The lot number was not provided by the facility. Without the lot number, the mfg date can not be determined. Sorin group (B)(4) received a report that during the vein harvesting procedure, the blue jaw broke free from the bipolar device. The bipolar device was replaced. There was no negative impact to the pt as a result of the event. Sorin group (B)(4) has requested that the product be returned for eval. To date no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.